Event description:
It was reported that the patient was not getting an adequate pain relief due to lead migration. The patient underwent a lead revision procedure. It was unknown if the patient was implanted with boston scientific paddle lead. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Event date: exact date unknown, event occurred on the procedure date.